Manufacturer narrative:
The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: asymmetry: "preoperative asymmetries include areolas in different positions medially or regarding height, different breast shapes (e.g., one round and the other tuberous), or different breast sizes. These asymmetry types should be differentiated from a postoperative aesthetic difference in the two breasts produced by factors described previously, such as a fall of the fold, a high implant, or a rotation of the implant. Asymmetries may also be caused by unequal implant fitting or by creating different submammary grooves. They can be prevented using adequate preoperative planning, correct dissection of the pockets, and comparing the two breasts after implant placement. It is possible that after a breast augmentation, small deformities in the wall of the thorax or a morphologic mammary disorder may become much more evident. For this reason, the predicted correction of these anomalies should be discussed with the patient before the operation". Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process.

Event description:
USA. Allegedly, a patient who underwent a breast surgery augmentation on (B)(6) 2026, developed asymmetry on both implants. Revision surgery was performed. The investigation is ongoing.